Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. A correlation between the device and hemolysis / possible minor thrombus could not be conclusively determined. Hemolysis and thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support without any further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase levels recently increased to 679 u/l on (B)(6) 2015 from a baseline of 283 u/l - 323 u/l. Review of the system controller log files noted several transient pump power elevations up to 12 watts. An echocardiogram ramp study showed that the aortic valve was closing at higher speeds, but the left ventricle did not compress as much as expected. It was reported that the patient had no symptoms of heart failure. The physician stated that the events were potentially due to a minor thrombosis. The patient was subsequently discharged home with no signs or symptoms of thrombosis. No additional information was provided.